Event description:
The patient was recently seen in our ICD clinic at which time the patient's device was discovered to be at eri. The patient had a sprint fidelis lead and a discussion was held with the patient regarding implantation of a new rv lead and capping of the old lead which has a high tendency of malfunction over time. Partial lead removal, rest of lead was capped off, the lead was a sprint fidelis recalled lead from medtronic.